Event description:
Agfa is submitting this MDR on june 6, 2014. Agfa's awareness date is (B)(6) 2014 for this event. Agfa submitted MDR report # 1225058-2010-00001 to the FDA on june 7, 2010 for a customer in the us. A 9th occurrence is being reported for the same issue/same device: impax cv results management administration tool (rmat). Within this 9th occurrence are 7 different study dates from years 2011, 2012, and 2013, in which an individual MDR report will be submitted for each associated study date and medical record number (mrn). This is an internal discovery determined during the implementation of the associated problem correction plan, rmat verification, as reported in FDA z-2112-10. An agfa clinical analyst performed a retro-analysis and reported the findings to agfa service and agfa product quality manager. Agfa's investigation into this occurrence of rmat customizations has revealed that this specific change had the potential to introduce clinical inaccuracies in patient reports. Specifically: measurement label is changed on finding sentence "the pressure half time of the mitral valves is ( ) msec." To "the pressure half time of the mitral valves is ( ) mmhg." (One label indicates time, while the other label indicates pressures.) The identification of this specific study date and medical record number is: (B)(6). Study date: (B)(6) 2012. Agfa investigation into the site's impax cv database has confirmed that no patient reports currently contain this incorrect finding sentence; therefore, no patients have been impacted by this change. A reportable correction is underway for this issue and has been reported to the FDA. FDA reference # is z-2112-10. Agfa will follow the rmat post market verification work instructions to correct the sentence finding. Any further investigation for the site described in this report will be documented in the ongoing cfr part 806 reporting.